Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Two sealed boxes and one opened box, each containing thirty-six representative unopened samples, totaling one hundred and eight samples, were received for analysis. Product code n183h. Upon initial inspection of the samples, no external damages were observed on the external packets. An overall review of the samples revealed a foreign matter inside of all the overwrap packets that appears to be a flash from the foil (part of the blister) observed on twenty-nine samples. In the remaining seventy-nine samples, small foreign matter (material not attributable to the process) were found. Additionally, seven photos were provided, and it showed the same condition of the received samples. Based on the information currently available, a foreign matter issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. The manufacturing record evaluation was performed for the finished device lot number and identified a nr-0245818 related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution. Expiration date: sep/30/2029. Date of mfg.: oct/10/2024. Additional information was requested, and the following was obtained via: what was the texture? It seemed that the foreign matter was a metal piece. Are there any photos of the foreign matter available? Yes. Please confirm how many devices demonstrated the reported alleged deficiency (" it was found that there had been a foreign matter like a piece of metal.")? One. How many devices are available to be returned for product analysis? 108. Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? Yes. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, it was reported by a sales rep that, it was found that there had been a foreign matter like a piece of metal. It was not a control release needle. Further details are not provided from the hp. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/19/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3.